Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to the shell migrating through the acetabulum (protrusio). The shell and liner were revised to competitor implants, and the head was revised with a stryker head and sleeve. Rep confirmed there are no allegations against the revised liner and head, and that no further information will be released by the hospital or surgeon.